Event description:
Patient was revised to address dislocation (left side).

Manufacturer narrative:
Examination of the returned item and review of the device history records for the known product/lot combination did not reveal any product problems, related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product error with regard to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l information be received, the complaint will be reopened. Depuy considers the investigation closed.